Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other graftmaster and the xience v 2.75 x 23 stent are being reported under separate medwatch report numbers. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the investigation. In this case, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for leaks for this lot. Although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects; there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that during a stenting procedure in the left anterior descending artery (lad) with two xience v stents, one 3.5 x 18 and one 2.75 x 23, after deployment of the 2.75 x 23, a perforation was noted in the diagnonal branch bifurcation area of the lad. Two graftmaster devices were attempted, neither would seal the perforation due to the location. The physician chose to use embolization coils to occlude the vein graft. There were no additional adverse patient effects reported. The patient's condition is improving but remains hospitalized. Though requested, no additional information was provided.